Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion and urinary incontinence.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. The patient presented with a history of worsening stress urinary incontinence associated with bladder neck hypermobility. The procedure was for placement of a urethral sling via transobturator. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. There was minimal blood loss.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged injury. The patient presented with a history of worsening stress urinary incontinence associated with bladder neck hypermobility. The procedure was for placement of a urethral sling via transobturator. The patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. There was minimal blood loss; medical history - chronic cystitis. Additional information received: it was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. Preoperative diagnosis: stress urinary incontinence (sui) anesthesia type: general anesthesia procedure (s) performed: trans-obturator tape and cystourethroscopy complication of post uretex to2 placement: (B)(6) 2006 - minimal incontinence if she coughs really hard (B)(6) 2009 - abdominal discomfort, constipation, occasional hesitancy but she feels like she empties well with only occasional burning, urinary tract infection resolved with antibiotics - intravenous pyelogram on (B)(6) 2009 shows essentially normal, with incomplete post void effort noted - abdominal pain, hydronephrosis, and recent urinary tract infection - recommended for bladder scan (B)(6) 2012 - difficulty voiding and felt like she was not emptying the bladder completely, voids three hours a day and nocturia time two each night - stress urinary incontinence (sui) related to decreased sphincter tone to cerebral ventricular hemorrhage - recommended for kegel exercise. (B)(6) 2013 - medium stream, lower back pain, bladder pain, frequency every 3 hours during day, incomplete emptying - stress urinary incontinence (sui) related to decreased sphincter tone to cerebral ventricular hemorrhage - improved with kegel exercise - recommended kegel exercise (B)(6) 2014 - occasional burning with urination and after intercourse, feels she is not emptying her bladder and goes frequently, dysuria, nocturia, and urgency and incontinence of urine (B)(6) 2015 ¿ (B)(6) 2015 - urinary urgency and urge incontinence, dysuria, and history of urinary tract infection (uti) - urine culture shows presence of escherichia coli - sui, incontinence of urine and uti - prescribed vesicare and diflucan - started oxybutynin - recommended for suppressive therapy for 3 months (B)(6) 2016: urinary incontinence and history of recurring utis ¿ nocturia 1 to 2times ¿ voids every 4 hours during the day ¿ wears a pad due to mild sui issues ¿continue oxybutynin chloride 5 mg ¿ start diflucan 150 mg